Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for av nodal ablation. During the procedure, externalized conductors were observed between the svc coil and rv coil via fluoroscopy. Electrical measurements were in-range. Lead to be monitored.